Event description:
The initial reporter stated that the platen is bent. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing and had not had any effect on a patient. They also stated that they had not done any further testing after the bent platen was found. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump platen door was bent and it failed 40 psi testing, which is used to test for free flow potential. The pump was serviced to correct this issue.